Event description:
It was reported that a lead safety switch (lss) was observed due to high out of range pacing impedance measurements. It was noted a lead fracture was suspected, although no imaging has been obtained to confirm. This lead is scheduled to be replaced next month and remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that a lead safety switch (lss) was observed due to high out of range pacing impedance measurements. It was noted a lead fracture was suspected, although no imaging has been obtained to confirm. This lead is scheduled to be replaced next month and remains in-service at this time. No adverse patient effects were reported. Additional information: this lead was replaced without incident. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
This lead is not expected to be returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead safety switch (lss) was observed due to high out of range pacing impedance measurements. It was noted a lead fracture was suspected, although no imaging has been obtained to confirm. This lead is scheduled to be replaced next month and remains in-service at this time. No adverse patient effects were reported. Additional information: this lead was replaced without incident. Besides intervention, there were no other adverse patient effects reported.